Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 128 mg/dl at time of incident. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will sent to the customer. Insulin pump will be return for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor. Unable to confirm unexpected power loss due to constant critical pump error alarm.